Event description:
It was reported to nova biomedical that a consumer received a result of 465 mg/dl on their blood glucose meter in 2007, at 8:30am. The consumer administered 10-12 units of insulin based on that reading. Approx an hour later, the consumer tested getting a 72 mg/dl, and started to treat her result with glucose tablets and orange juice. The consumer experienced a hypoglycemic event which required medical intervention with emts who took her blood sugar level on the way to the emergency room with their blood glucose meter getting a result of 21 mg/dl. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.